Event description:
Upon shift change drip handoff, milrinone drip syringe pump found to be off. When turned back on, the pump displayed "system failure" on screen, likely shut down due to system failure, so milrinone was not running for a short period. The device was taken to biomed for device investigation. There was no harm in this event. This is not a recurring issue.